Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus, that the video system center was flashing, the display was showing an abnormal color and displaying an e105 lamp error message. The issue was found during preparation for use, the intended therapeutic bile duct exploration and stone removal surgery was completed with the same device. The patient was not under anesthesia, and there was no air insufflation and no slow insufflation when powered on. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunction was found during the device evaluation: abnormal colors of the image. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e105 was due to faulty light-emitting diode component, and for the panel light flashing a probable cause could not be determined. Olympus will continue to monitor field performance for this device.